Manufacturer narrative:
Batch review performed on 21 august 2019- lot 186021: (B)(4) items manufactured and released on 04-oct-2018. Expiration date: 2023-09-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, two weeks after primary surgery, complaining of pain and the cause of the pain is unknown. The surgeon revised the medacta sphere insert flex left 10mm s4 with a medacta sphere insert flex left 10mm s4. The surgery was completed successfully.